Event description:
While transferring pt from dialysis chair to wheelchair using a hoyer lift, the left bottom strap came off hook and pt slipped to floor. Hoyer sling comes with pt from nursing home 2 staff in attendance during transfer.